Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma and shortness of breath. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused asthma and shortness of breath. The patient did not report receiving any medical intervention. In the initial report section b5 was incorrect, the correct b5 should be - the patient has alleged shortness of breath. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device and humidifier were completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination in and under the reservoir seal of the humidifier . The manufacturer found no evidence of sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with contamination in and under the reservoir seal of the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,d9,d10,g3,h1,h6 has been updated/corrected.